Manufacturer narrative:
The returned device was evaluated. During this testing the unit displayed an err 1 message after approximately 30 seconds of run time. The unit reboots continuously after error message is displayed due to a defective system board. The speaker functions normally and is not distorted. The system board was replaced and the unit functioned as designed. A service history record review reveals that this unit was in the field for over seven (7) years with no previous reported issues prior to this reported event. Correction: device availability from "no" to "yes; returned to manufacturer; 01/21/2016". Device evaluated by manufacturer from "no" to "yes".

Manufacturer narrative:
The product has not been returned to masimo to allow an analysis to be performed. If new information is obtained or the product is returned, a follow up report will be submitted.

Event description:
It was reported that the speaker is defective. There was no known impact or consequence to patient.